Event description:
Catheter failed to capture cardiac tissue during electrophysiology (ep) study. An additional catheter was tested under the same circumstances without problem. The catheter was removed and the new catheter was used. There was no harm to the patient.